Manufacturer narrative:
The technician replaced the junction box power control board assembly to resolve the issue.

Event description:
The account alleged the bed has no nurse call function. No patient impact.